Event description:
It was reported that, during a nissen fundoplication, a small piece of the plastic pad fell off the device. There was no pt consequence. Unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that two devices (a, b) were returned. Device a had the distal tip of the blade broken off and missing. Device b had the clamp arm detached and missing. The inner tube collar was bent outwards and the outer tube collar was bent inwards. No conclusion could be reached as to how this damage occurred. The device also had the blade scratched and cracked at the base. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure".